Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level were 40 mg/dl and 35 mg/dl at the time of incident and the current blood glucose of the customer was 85 mg/dl. The customer was treated with orange juice and glucose tablets. Customer stated that the retainer ring was loosed. The customer stated that the reservoir did lock into place. Customer stated the insulin pump had cosmetic damage. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with all its features working properly. No anomalies noted during testing. Unit p-cap / reservoir locked properly in place and the pump passed the displacement test.